Event description:
It was reported that during an unk surgery, the provider opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # 868a00. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned with an opened package, and unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 868a00, and no non-conformances were identified.